Event description:
Per complaint (B)(4), a patient complained of parasthesia one month after placement of their dental implant. The patient believed that the pain was caused by the implant. A CT scan conveyed that the implant was not close to the nerve. The cause was uncertain. The dental implant was removed.